Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a burning sensation at the headpiece site with and without device use. The recipient is presenting with tinnitus and tenderness. The recipient was prescribed antibiotics and steroids.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. A CT scan revealed no anomalies. The recipient's issues resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.